Event description:
Customer reported that due to a delivery issue he was unable to test and subsequently "felt low" and "passed out at work". He states he "fainted then sat down in a chair". He self-treated with orange juice. He did not seek third party medical intervention. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The correct replacement products have been sent to customer. Please note: this meter was reported. Therefore, this report represents the final report for this case.